Manufacturer narrative:
It was reported that signal loss on multiple channels. During troubleshooting, it was determined that the hospital noise level was higher than the expected level; causing signal loss between the devices. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that signal loss on multiple channels. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported the facility was experiencing signal loss on multiple transmitters. Customer reported there has been no changes to the infrastructure, power or network issues that may have caused the issue. The issue was further described below: "6 different orgs affected. They all have power; switches are blinking and goes solid green then back to blinking. They just opened their medsurg department on the 8th floor. 8th floor is complete signal loss but lower floors are coming in an out. The only other manufacture's teles on site are in a different building very far away. Tried changing the channel of 1 receiver to something else and back, signal loss improved but still happened. We put an 8th floor org into rssi mode and monitored it for about 10 minutes and saw no changes in rssi, it always stayed at 15 with transmitters on. Took the batteries out of e011 on the 8th floor, rssi values were at 12 -13, very high noise floor. Same thing happened for a test transmitter channel e038, 15 on 13 off. Medsurg 8th floor e011 e014 e017 e083 e056 emergency department 1st floor e062 e128 e044 post op medsurg 6th floor e155 ICU department 3rd floor e209 " on 11/29/2018 nk installer (B)(6) went onsite and documented the following: "when I arrived onsite, the noise floor level was at 12 & 13. The system was tested over three weeks ago with a noise floor of 9. The hospital transported patients to the eighth floor from the fourth floor this morning when the trouble started. I was able to add a little attenuation to the system and achieve the acceptable noise floor level of a solid 9. I will monitor the system for awhile with the monitor techs. I will also visit again tomorrow to make sure everything is still functioning properly. As of 6:30pm, all is well with the telemetry system at (B)(6) ." On (B)(6) 2019, customer reported further signal loss under a new ticket, 48276. On (B)(6) 2019, customer reported further signal loss under a new ticket, 56164. On (B)(6) 2019, customer requested to change channels on 23 transmitter devices under 25 tickets. No other system-wide, random signal loss have been reported since after (B)(6) 2019. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result:the last reported incident of widespread signal loss was on (B)(6) 2019. After 25 transmitter devices having channel change on (B)(6) 2019, the widespread signal loss issue has not re-occurred. Thus, this issue was attributed to transmitters requiring channel change. However, with limited information available, the root cause of why the channels needed to be change could not be determined. Corrected information: f9. Approximate age of device: incorrectly calculated.

Event description:
It was reported that signal loss on multiple channels. No consequence or impact to the patient.